Event description:
It was reported that one catheter and cylinder was received broken in half. No patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one embolectomy catheter in a sealed but broken gray catheter tube. The catheter was received in a broken shipping tube. The gray tube is broken 17" inch distal of the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter gray tube was removed from the round outer cardboard tube and placed next to the damaged area of the round cardboard tube and it was found that when the catheter tube is placed to one end of the outer cardboard tube the break area on the gray catheter packaging lined-up with the damage on the outer cardboard tube. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. An investigation was opened to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. The root cause investigation was completed by a cross-function team comprising of representatives from packaging engineering, quality, marketing and logistics. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: 1). Implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. 2). Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. 3). Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes.